Event description:
A size 50 and size 54 were inserted but would not seat properly after numerous attempts, with add'l reaming a shell with screws was used, the pt had soft bone and an unusual acetabular anatomy. We were informed on (B)(6) 2012 only.

Manufacturer narrative:
Document review: versafitcup double mobility acetabular shell - (B)(4) / lot 114164 ((B)(4) shells produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. (B)(4) cups belonging to this lot have been already implanted and no incidents have been reported up to now. Versafitcup double mobility acetabular shell - (B)(4) / lot 120582 ((B)(4) shells produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. (B)(4) cups belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the problem occurred is highly likely due to a surgical mistake or a wrong surgical plan and not device related.